Manufacturer narrative:
An event regarding a fractured adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: the adm ball impactor tip is fractured into two separate pieces medical records received and evaluation: there were no medical records provided for review, no adverse consequences to the patient were reported. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. Conclusions: this failure mode has been investigated under a CAPA. The CAPA determined the root cause to be design and document control. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During surgery, the instrument broke when it was used to insert the mdm liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
During surgery, the instrument broke when it was used to insert the mdm liner.